Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that one day post implant the right ventricular (rv) lead exhibited high threshold measurements with loss of capture along with decreased pacing impedance of 370 ohms. The patient also received an inappropriate anti-tachycardia pacing (atp) therapy due to possible t-wave oversensing. An x-ray was taken. A revision procedure was performed due to a lead dislodgement where the rv lead was surgically abandoned and a new lead was successfully implanted. No additional adverse patient effects were reported.